Event description:
This event is reportable based on the product analysis approved on 08/21/2008. It was reported that during a percutaneous coronary intervention (pci) procedure a break between the delivery shaft and hypotube occurred. The 90% stenotic de novo lesion was located in the non-tortuous and non-calcified left descending artery. The physician advanced the 3.5x12mm quantum maverick balloon catheter to the lesion and inflated the balloon to 12atms. The joint point between the delivery shaft and the hypotube was broken. The point broken was outside of the pt. The physician retrieved the device. There were no pt complications. The procedure was successfully completed with another 3.5x12mm quantum maverick balloon catheter. The pt status is reported as "stable". However, the returned product analysis revealed that break was on the portion of the device that enters the body.

Manufacturer narrative:
Device eval: product analysis confirmed the reported complaint. The device was returned in two pieces with the hypotube broken 74 cm distal of the hub. The rest of the balloon was visually, tactilely and microscopically examined along the entire length and no other defects or abnormalities were found. A review of the mfg record for this particular batch shows that the device met its material, assembly and product specs. The most probable root cause of the reported difficulty is determined to be operational context, due to the anatomical and/or procedural factors encountered during the procedure.